Manufacturer narrative:
This report has been submitted to provide device evaluation and hmi chu country microbiological results. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for 2 colony forming unit of coagulase negative staphylococci. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end dented, angle rubber glue separated, angulation less or specified value, and angulation play. The faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii small intestinal videoscope operating channel tested positive for greater than 100 colony forming unit (cfu) of escherichia coli species and aspiration channel tested positive for greater than 100 colony forming unit (cfu) of escherichia coli on (B)(6) 2023. The scope distal end channel tested positive for 10 colony forming unit (cfu) of ambiental bacteria on (B)(6) 2023. The scope aspiration channel tested positive for 2 colony forming unit (cfu) of escherichia coli and tested positive for 34 colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used dyalzima pluri detergent, suctions water out of the channels and flushes out the air/water, auxiliary washing channel, and the forceps elevator channel. During manual cleaning, the customer used dyalzima pluri detergent and microtech disposable cleaning brush to cleaning the operating channel, the suction pistons/cylinders, and the operating channel port. For automated endoscope reprocessor (aer) treatment, cantel medivators washer along with isaclean detergent and isaspor disinfectant was used. The scope was stored vertically in a cabinet without a drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.